Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient was seen in the clinic for additional trouble shooting. There were no new treated or untreated episodes. Noise was seen in the primary vector, which appeared to be from pectoral stimulation. The secondary vector showed some very small amplitude noise only with manipulation. A chest x-ray showed some lateral movement of the distal end of the electrode and some rotation of the device. The device was reprogrammed to the secondary vector and the zone rate cutoffs were reprogrammed. The type of noise from the inappropriate shock could not be reproduced and it was believed to be due to the patient¿s activity at the time of the episode. At the patient¿s next check approximately two weeks later, no further issues were noted. There was no plan at this time for re-intervention due to the movement of the device and electrode, as sensing was appropriate. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The physician questioned why there was a delay in the therapy delivery. A boston scientific technical services consultant reviewed the episode data. The shock was caused by oversensing of noise; the noise appeared as repeated signals consistent with motional artifacts or electromagnetic interference (emi). The intermittent noise sensing resulted in the delay; however, the noise classifications were marked appropriately. No adverse patient effects were reported.